Event description:
Evoke potential machine did not work properly during surgical removal of acoustic neuroma. Equipment had an intermittent sensitivity problem that required MFR replacement of a tm101 module.